Event description:
Pt revised to address pain, found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 11.75 yrs of implantation. The investigation could not verify or identify any evidence of prod contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.